Manufacturer narrative:
Updated method code, result code and conclusion code. The device was not returned for investigation and vyaire medical determined the root cause as due to leaking of o2 safety valve. Initiated replacement of new o2 safety valve and repair and the issue resolved.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer sent log files and adc screenshot for evaluation. Technical support identified that the o2 proportional valve is defective and has leak which caused alarm 379 (no o2 dosing possible). No root cause has been determined yet since the investigation is still ongoing.

Event description:
The customer reported no o2 dosing possible alarm was triggered on a bellavista 1000. There is no patient involvement associated with this event.